Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device has been returned and no facility or contact information were provided with the customer's report, therefore the return of the unit could not be requested. If any additional information is received related to this incident, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure in which a forcefxc unit was in use, operating room members smelled burning and inspected all around the surgical area, with no findings. After post-operative removal of the retractor, a 1.25 inch by 0.5 inch burn was noted below the incision. The burn was treated with silvadene ointment. The customer stated that they were utilizing non-medtronic accessories and that when using a third party connecting cable the power could only be utilized up to 80% of capacity. No additional information was provided.